Manufacturer narrative:
An event of self-limiting transient ECG changes suspected to be caused by an air embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 25mm amplatzer pfo was selected for implant. The device was mis-sized too small due to the patient's anatomy. The device was exchanged for a 30mm amplatzer pfo. After introducing the 30mm device, self-limiting transient ECG-changes occurred. It was suspected that an air-embolism caused the ECG-changes. After completing the pfo procedure, a diagnostic coronary intervention was performed to exclude an air embolism in the coronaries, in which it resulted in normal results. The ECG-change resolved without intervention. The patient remained hemodynamically stable. There was a delay in the procedure due to the event and the coronary intervention afterwards.